Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. No moisture damage was found on the electronic or motor assemblies. No unexpected vibrating, constant tone or blank display was noted during testing. The insulin pump had minor scratches on the display window and a broken reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, following exposure to pool water. The customer stated the insulin pump was vibrating without an alarm or alert, a constant tone was occurring, and that the display went immediately blank after the pump was in the pool. His blood glucose level was 191 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.